Manufacturer narrative:
Short to shield reported in manufacturer report number 2916596-2020-05571.

Event description:
It was reported the patient underwent a transplant. It was reported the patient was on an ungrounded cable due to a short to shield. The patient was not a candidate for a pump exchange due to cardiomyopathy and left ventricular (lv) size of greater than 10cm. It was feared patient would have an unrecoverable arrhythmia that implantable cardioverter defibrillator (ICD) could not reverse. This upgraded patient's listing status to 1.

Manufacturer narrative:
Manufacturer's investigation findings: a direct relationship between the device and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additionally, evaluation of heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the black, orange, yellow, and red wires, which would have contributed to the abnormal pump operation captured within MFR. Report # 2916596-2020-05571 if the breaches were present at the time of that event. (B)(6) was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. Approximately 2 inches of the outflow graft and the outflow graft bend relief were returned with the outlet elbow attached to the pump. The pump appeared to have been exposed to a fixative agent (e.g. Formalin) before being returned to abbott for evaluation. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black wire approximately 1 inch from the pump housing, the orange wire approximately 1.25 inches from the pump housing, the yellow wire approximately 1.5 inches from the pump housing, and the red wire approximately 1.5 inches from the pump housing. Although a specific cause could not conclusively be determined, all areas of wire insulation damage appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline in these locations. The wires were then submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the observed insulation breaches were present during the suspected driveline damage event previously reported under MFR. Report # 2916596-2020-05571, they would have contributed to the abnormal pump operation captured within the submitted log files from MFR. Report # 2916596-2020-05571. If any of the exposed conductors made contact with the metal braided shield while the patient was operating on a grounded power source, a short-to-shield would have resulted. If conductors from different phases made contact with each other or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted. The heartmate ii lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26may2016. No further information was provided. The manufacturer is closing the file on this event.